Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert with beeping due to high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming and further testing. The patient remained under monitoring. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.